Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 334 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that they started new sets and left in the afternoon and when blood glucose was not below 350 mg/dl, they went home and changed a new one and blood glucose was not go below 234 mg/dl and the second one was bent too. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer states the cannula was bent. The insulin pump will not be returned for analysis.